Manufacturer narrative:
Device evaluation: the device was returned in two sections as a result of a break in the hypotube. Attempts to insert the recommended size guidewire was unsuccessful due to solidified contrast media present within the tip. Visual and microscopic examination of the device revealed that the hypotube had broken approximately 81.5cm distal from the catheters strain relief. The device appeared to have been kinked at the point of separation. No other kinks or damage were noticed along the shaft of the device. Microscopic examination of the balloon found no issues with the balloon material and or the crimped stent. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. A review of the manufacturing record for this particular batch shows that the device met its material, assembly and product specifications. The root cause of the reported complaint is unknown.

Event description:
This event is reportable based on the product analysis approved on 06/26/2007. It was reported that during a drug eluting stenting procedure the physician was unable to cross the moderately calcified vessel with the 3.0x32mm taxus liberte stent. There were no patient complications. Patient status is reported as "good". However, the returned product analysis revealed that the hypotube was broken.